Event description:
It was reported, that patient's right ventricular (rv) lead was dislodged. During lead revision procedure, it was noted, that helix of the lead was not able to extend. The lead was explanted and replaced. The patient was stable.